Manufacturer narrative:
The b5 summary and imdrf codes have been updated to align with the completed investigation.

Event description:
It was reported that a patient was "severely injured" while being moved off of a procuity bed, possibly because the bed exit had not alarmed although this was not confirmed. The patient sustained a 3mm subdural hematoma and a laceration to the right occiput. The laceration was dressed. Patient required 2 trips to CT for diagnostic imaging to assess the head injury, a consultation from neurosurgery, and an extra day in the hospital for monitoring. The hematoma remained stable, and the patient was discharged to home with home health for her pre-existing (relative to the fall) condition.

Event description:
It was reported that a patient was suffered a serious injury after falling and hitting their head while moving from an unspecified priority bed. No product malfunction was alleged at the time of reporting. Further injury details were requested but not provided at the time of reporting.